Event description:
Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing worsening abdominal pain after a large bowel movement on (B)(6) 2025. Later that same day the patient fell when she got up to use the bathroom and lost her balance. The patient uses a walker for mobility purposes. The patient hit her right shoulder with associated neck and lower back pain. The patient was not in active treatment at the time of the fall. On (B)(6) 2025 the epigastric and bilateral flank pain worsened to a 10/10. As a result, the patient called 911. The patient was transported to the emergency room (ER) via emergency medical services (ems). Once at the ER, the patient reported that she had been sleeping a lot and not having much oral intake due to decreased appetite. Additionally, the patient reported occasional nausea. The patient stated she did not note any cloudy pd fluid, however; when the patient arrived at the ER the pd fluid was initially cloudy then cleared on its own. The patient¿s white cell count was 22,000 and had an elevated prolactin of 1.53. The patient was hypertensive with a blood pressure (bp) of 158/56. The patient was afebrile. There was concern for peritonitis, so the patient was started on empiric antibiotics with vancomycin and cefepime (route, dose, frequency, and duration unknown). Due to the fall, computed tomography (CT) imaging of the cervical and lumbar spine was completed and showed no acute injury. There was free fluid and air in the abdomen related to the pd catheter. An x-ray of the right shoulder did not show any fracture. All electrolyte abnormalities could be likely in the setting of decreased oral intake with not much appetite over a few days prior to the ER. The patient¿s labs were na 132, k 2.4, and mg 1.2. The patient was receiving potassium and magnesium replenishment in the ER. The patient¿s ECG showed sinus rhythm with premature atrial complexes and st & t wave abnormality. The patient was admitted to the hospital due to concern for peritonitis and being high risk for sepsis. The patient required intravenous (IV) antibiotics. The pd fluid was found to be grossly infected with no growth on the pd cultures. Repeat cultures on (B)(6) 2025 remained negative. The patient underwent an endoscopy on (B)(6) 2025 which found a single gastric polyp. The polyp was removed, and a clip was placed. The patient had multiple failed pd treatment attempts. Due to the patient¿s pd catheter not functioning, the catheter was removed on (B)(6) 2025. The patient had a tunneled central venous catheter (cvc) placed. A chest x-ray confirmed correct placement and verified no pneumothorax or pleural effusion formed. The patient was initiated on hemodialysis (hd). The patient was discharged on (B)(6) 2025 to a skilled nursing facility with an expected admission of no greater than 30 days. The patient was to continue antibiotic therapy with cefepime 1g injection 3 times per week for seven days with dialysis treatment, and vancomycin in dextrose 5% 1g/250ml solution, infuse 1,000mg into IV catheter 3 times per week for seven days with dialysis treatment. The patient had just started using the liberty select cycler approximately two weeks prior to the peritonitis diagnosis. Prior to that the patient was utilizing manual exchanges. The pdrn stated the patient is meticulous about the pd treatments and does not know what the cause of the peritonitis is, but there was no reported cassette leak or other issue with any fresenius product. No further information was provided.

Manufacturer narrative:
Additional information provided in d9 and h3. Correction provided in g4. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The patient¿s fall was not related to pd therapy or the use of any fresenius product(s) as it did not occur during active treatment. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this peritoneal dialysis (pd) patient was hospitalized due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the nurse practitioner on (B)(6) 2025 due to a fall. The patient was not in active treatment at the time of the fall. 911 was called and the patient was transported to the hospital. The patient was admitted and during the patient¿s evaluation, a pd effluent culture was obtained. The patient was diagnosed with peritonitis. No culture results were available, and it is unknown what antibiotic therapy the patient was prescribed as the patient remains hospitalized and no records have been sent to the pd clinic. The patient had just started using the liberty select cycler approximately two weeks prior to the peritonitis diagnosis. Prior to that the patient was utilizing manual exchanges. The pdrn stated the patient is meticulous about the pd treatments and does not know what the cause of the peritonitis is, but there was no reported cassette leak or other issue with any fresenius product. No further information was provided.

Event description:
Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was experiencing worsening abdominal pain after a large bowel movement on (B)(6) 2025. Later that same day the patient fell when she got up to use the bathroom and lost her balance. The patient uses a walker for mobility purposes. The patient hit her right shoulder with associated neck and lower back pain. The patient was not in active treatment at the time of the fall. On (B)(6) 2025 the epigastric and bilateral flank pain worsened to a 10/10. As a result, the patient called 911. The patient was transported to the emergency room (ER) via emergency medical services (ems). Once at the ER, the patient reported that she had been sleeping a lot and not having much oral intake due to decreased appetite. Additionally, the patient reported occasional nausea. The patient stated she did not note any cloudy pd fluid, however; when the patient arrived at the ER the pd fluid was initially cloudy then cleared on its own. The patient¿s white cell count was 22,000 and had an elevated prolactin of 1.53. The patient was hypertensive with a blood pressure (bp) of 158/56. The patient was afebrile. There was concern for peritonitis, so the patient was started on empiric antibiotics with vancomycin and cefepime (route, dose, frequency, and duration unknown). Due to the fall, computed tomography (CT) imaging of the cervical and lumbar spine was completed and showed no acute injury. There was free fluid and air in the abdomen related to the pd catheter. An x-ray of the right shoulder did not show any fracture. All electrolyte abnormalities could be likely in the setting of decreased oral intake with not much appetite over a few days prior to the ER. The patient¿s labs were na 132, k 2.4, and mg 1.2. The patient was receiving potassium and magnesium replenishment in the ER. The patient¿s ECG showed sinus rhythm with premature atrial complexes and st & t wave abnormality. The patient was admitted to the hospital due to concern for peritonitis and being high risk for sepsis. The patient required intravenous (IV) antibiotics. The pd fluid was found to be grossly infected with no growth on the pd cultures. Repeat cultures on (B)(6) 2025 remained negative. The patient underwent an endoscopy on (B)(6) 2025 which found a single gastric polyp. The polyp was removed, and a clip was placed. The patient had multiple failed pd treatment attempts. Due to the patient¿s pd catheter not functioning, the catheter was removed on (B)(6) 2025. The patient had a tunneled central venous catheter (cvc) placed. A chest x-ray confirmed correct placement and verified no pneumothorax or pleural effusion formed. The patient was initiated on hemodialysis (hd). The patient was discharged on (B)(6) 2025 to a skilled nursing facility with an expected admission of no greater than 30 days. The patient was to continue antibiotic therapy with cefepime 1g injection 3 times per week for seven days with dialysis treatment, and vancomycin in dextrose 5% 1g/250ml solution, infuse 1,000mg into IV catheter 3 times per week for seven days with dialysis treatment. The patient had just started using the liberty select cycler approximately two weeks prior to the peritonitis diagnosis. Prior to that the patient was utilizing manual exchanges. The pdrn stated the patient is meticulous about the pd treatments and does not know what the cause of the peritonitis is, but there was no reported cassette leak or other issue with any fresenius product. No further information was provided.

Manufacturer narrative:
Additional information provided in b3, b5, b6, b7, d10, h6 and h10. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and the use of the liberty select cycler and cycler set. Additionally, there is no allegation or evidence of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, however; it was documented that the pd fluid was found to be grossly infected. ¿in up to 20% of cases, no organism is identified¿. Although no cause of the peritonitis event was determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. The patient¿s fall was not related to pd therapy or the use of any fresenius product(s) as it did not occur during active treatment. The patient relies on a walker for mobility and lost her balance resulting in the fall. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.